Event description:
Healthcare professional reported, right side possible deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician further reported via op. Report, "no holes were identified" for right side. There are currently no reportable events against device on record.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional additionally reported "scare tissue attached to the valve, and opening as well." Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 24jul2024.

Event description:
Healthcare professional later reported "no holes were identified" for right side. There are currently no reportable events against device on record.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on jul 18, 2024. With catalog number mcghan420cc. Based on the device analysis grid, the assessments of the complaint are: deflation: no observed opening. As per the investigation procedure crease and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side deflation. Physician later reported ¿scar tissue attached to the valve and opening as well¿. Physician later reported "partial deflation". Device explanted.